Event description:
It was reported that upon unloading of pt, the legs of the unit would not release under power. The manual release also did not function. The pt was transferred to a backboard to continue transport into hosp. No injuries to pt or attendants were reported.

Manufacturer narrative:
The device was evaluated, on behalf of the MFR, by an authorized third party. It was determined that the battery was not functional and the manual release needed to be adjusted. The device is 14 years old and does not have a pm plan in place.